Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after the right ventricular (rv) lead was placed, it dislodged. The lead was exhibiting both non-capture then intermittent capture. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.